Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
The sales associate reported a broken crimper during a t1-l1 posterior spinal fusion (psf) procedure. The crimper broke while the doctor was attempting to crimp the cable using the lentur tensioner. The tip broke and the broken piece was recovered in the wound.

Manufacturer narrative:
The returned device was examined. The tip of one of jaws had fractured and was broken off; the complaint is confirmed. A review of the manufacturing records did not identify any issues which would have contributed to this event.